Manufacturer narrative:
An event of intracranial hemorrhage, respiratory failure, bradycardia, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported patient effect could not be conclusively determined. The reported hospitalization and unexpected medical intervention were due to case-specific circumstances, as the patient was admitted, received medication, and required intubation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 14f amplatzer torqvue 45x45 delivery sheath was used for a procedure. The patient has a past medical history of CABG, bioprosthetic avr, cerebral aneurysm, and atrial fibrillation. On (B)(6) 2024, the patient presented to the hospital with stroke symptoms. Computed tomography (CT) for large vessel occlusion was negative. Within 8 hours of admission, the patient became bradycardic with worsening nih score. Repeat CT showed new intracerebral hemorrhage. Tranexamic acid bolus was given and on (B)(6) 2024, the patient was transferred to another hospital for admission. The patient received medications and maintained ability to speak and follow commands. On (B)(6) 2024, the patient began to develop respiratory failure. Therefore, on (B)(6) 2024, the patient was intubated. "Despite attempts made to optimize clinical condition," the patient continue to fail. The patient denied trach and on (B)(6) 2024, terminal extubating was performed; the patient passed shortly after extubating.